Event description:
Date notified: (B)(6) 2011. A model 326 portable aspirator (s/n (B)(4)) failed to operate. An inspection of the device revealed a defective compressor wire terminal. The terminal was replaced, the device was tested to specs and returned to the customer. No death or injury resulted from the device malfunction.